Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms during the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery (rca). The procedure was successfully completed with a sprinter. No pt injuries or complications were reported. Pt status is reported as 'good'.